Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported to be severely diseased. It was reported that the physician had delivered the bifurcated stent graft 15 mm below the renals. The cause of the inaccurate delivery of the stent graft was reported to be due to the change in the magnification of the vessel. The physician elected to place an aneurx aortic cuff. Final angiogram had good results. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: incorrect technique/procedure (grafts were inaccurately delivered by the user, due to change in magnification machine). Conclusion: device failure related to user handling (grafts were inaccurately delivered by the user, due to change in magnification machine).